Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the cause of the damaged probe unit likely occurred due to stress and/or handling the device. The specific root cause of the foreign material could not be determined at this time. The following information is stated in the instructions for use: "3.2 inspection of the endoscope. 5. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, peeling, scratches, holes, sagging, transformation, bends, adhesion of foreign body, detached, parts, protruding objects, or any other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The referenced scope was returned to the service center for evaluation. No blackish discharge was noted however, the scope was found leaking from inside the biopsy channel from a potential hole/cut. Additionally, the probe unit at the distal end cover was found cut. There was no evidence of fluid invasion. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus was service center was informed by the sterile processing manager at the user facility returned that the evis exera ii ultrasound gastroscope reportedly was found to have blackish discharge from the scope channel during reprocessing and continues even after cleaning. No patient injury or harm was reported to olympus.